Event description:
It was reported a patient underwent right total hip arthroplasty (tha). Subsequently patient was revised due to peri prosthetic fracture of the right hip. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 00801803203, item name femoral head, sterile product do not resterilize 12/14 taper, lot # 64240280. Report source: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: limited assessment of the subtrochanteric diaphysis with suspected nondisplaced periprosthetic fracture. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.